Manufacturer narrative:
(B)(4). Evaluation summary: this device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. No repairs have been made. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing.

Event description:
The facility reported a colleague infusion pump with failure code 814.04. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in biomed services. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.